Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2021-00332. It was reported that the patient experienced alarming sound when transferring from batteries to her mobile power unit (mpu) at home. No alarms or messages were noted on the pocket controller. There was no resolution of the alarms with changing the internal mpu batteries. In the hospital, she experienced similar alarming upon transfer to mpu #1 upon white cable connection. The message stated ¿replace backup battery in 24 months¿ and ¿power cable disconnect alarm¿. Then upon black cable connection the message read ¿low voltage¿ in addition to the others with a loud audible alarm. The vad team attempted another mpu #2 in hospital and the only alarm noted was ¿replace backup battery in 24 months¿ message but there were no audible alarms noted. The vad team returned the patient back to batteries. A log file review was requested. The event log captured some odd strings of power cable disconnect alarms on mpu on (B)(6) 2021 at 11:58am, 11:59am, 16:39 and 16:43. These power cable disconnects appears to be happening on the black power lead. Technical services advised to make sure that black power cable is properly connected the to the mpu and to advise the patient to make sure both power leads properly connected/secured to the power source. The event log also captured an unsustained low flow alarms (B)(6) 2021 at 6:36am. The flow fluctuated below 2.0 lpm threshold for 1-3 seconds. The event log also contains persistent pi events (B)(6) 2021 from 4:55am ¿ 11:58am. Pi events occur when there are sudden and substantial changes in the pulsatility index, these events are considered routine. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5200 rpm. It was reported that the patient was admitted for monitoring overnight and used her own mpu for further alarms. The vad was functioning as intended. It was reported that the patient went home with a new mpu. A new log file review was requested. The patient had alarms at home connecting to mpu. When connected to batteries she had no alarms. There were low voltage and power cable disconnect alarms when connecting to the power module at the hospital. This did not recur with further connection to power module or her home mpu. She went home with a new mpu. The vad team tested her mpu and the power module with a mock loop and did not see any issues. Technical services responded that the patient was having odd power disconnect/low voltage/no external with the mpu. The patient did not receive any further power disconnect/low voltage/no external power alarms while at the hospital using her owned mpu. Having a new mpu can eliminate with the connection issue with the unit. Should the alarms persist on the new mpu technical services suggested considering replacing the controller as a last resort. The patient has a cat and there might be possibility that controller cables may have been bitten. In regards to the clinic¿s power module, it might be best to consider replacing the 14v patient cable as the rsco (relative sate of charge) of the black was intermittently reading below 14v. Patient cable should be replace annually or one year from date of first use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed. The mpu was returned to service depot with the ac power cord and evaluated. Visual inspection of the patient cable revealed several small holes and scratches that appeared consistent with animal bite marks. The mpu was functionally tested with the returned ac power cord on a mock circulatory loop and no issues or atypical alarms were produced, including when the patient cable was manipulated by hand. The observed patient cable damage did not affect the mpu's ability to provide power to the system. The customer declined a repair of the mpu and requested that it be shipped back as-is. The mpu was returned to the customer as-is but it was noted that the mpu is not for human use due to the observed patient cable damage. The submitted log file contained approximately 12 hours of data (4:55:28 ¿ 17:00:39 on (B)(6) 2021 per the timestamp). The log file captured a transient no external power alarm on (B)(6) 2021 at 11:58:59 due to white cable disconnected and black cable disconnected faults being active despite only the black power cable voltage level indicating that it was disconnected; the white power cable appeared to be receiving the appropriate voltage from the mpu at the time of the alarm. The alarm cleared due to the white cable disconnected fault clearing as intended. The log file also captured several atypical no external power, power cable disconnect, low voltage advisory, and low voltage hazard alarms while connected to the power module, and atypical power cable disconnect alarms while connected to 14v batteries; these alarms are addressed via the system controller investigation (manufacturer report number 2916596-2021-00332). No other notable alarms were active in the log file. The alarms did not affect the controller's ability to operate the pump at the set speed. Additional information provided stated that the atypical alarms were resolved by exchanging the system controller. The system controller was returned and will be investigated under manufacturer report number 2916596-2021-01741. A video showing low voltage hazard and no external power alarms when the black power cable was connected to the power module was also submitted for review. The submitted log file, submitted video, and the provided information indicated that the atypical alarms occurred on multiple power sources and were not isolated to the mpu. The atypical alarms could not be correlated to an issue with the mpu. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mpu, serial number (B)(6) , was shipped to the customer on 14dec2015. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describes how to care for and clean all equipment including the mobile power unit power cables. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section f ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mobile power unit power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.